Event description:
The customer reported approximately 30 ml of uncontained clear fluid leaked from a coulter hmx hematology analyzer with autoloader. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/22/2015. The fse confirmed a leak from a hole in tubing through pv49. The fse replaced the tubing resolving the leak. The repairs were verified per established service procedures. (B)(6).